Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number 11b10h25 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of poor technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On an unreported date, the patient experienced poor technique. On an unreported date, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. Treatment was not reported. The outcome for poor technique was not reported. The patient recovered and was discharged on (B)(6) 2011. Dianeal therapy was ongoing. The nurse believed the peritonitis was caused by poor technique and not related to dianeal therapy. The nurse did not comment on the event of poor technique in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis incident.